Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr tripolar 90 suction electrode was plugged in and had limited suction. The sales rep stated that they unplugged the tubing line and cut the white tip of the tubing. When they reconnected the white tip of the tubing to the suction line, they had adequate suction. The device was being used with a stryker neptune and a vapr generator. The sales rep stated that the device was new and not reused or reprocessed. The case was completed with this device after cutting the tube with no patient harm, but a two minute delay to fix the problem. The device was discarded by the customer.